Event description:
Boston scientific received information that this left ventricular lead was not capturing at maximum outputs. An x-ray confirmed that the lead had dislodged. The lead was programmed off and the system was reprogrammed for right ventricular pacing only. No surgical intervention was performed and no adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted and replaced. It was additionally noted by the physician that the lv lead displayed high thresholds and oversensing, resulting in lv pacing inhibition since the initial allegations. No adverse patient effects were reported.

Manufacturer narrative:
The lead was modified electrically and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.